Manufacturer narrative:
The sureform 60 blue reload involved in this event was not returned for failure analysis investigations. The stapler logs for this procedure were reviewed: the logs show a sureform 60 stapler instrument was installed and fired 5 reloads (2 green, followed by 3 blue), per the tool table. On installs 1-3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful. No firing errors were observed in the logs.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, two sureform 60 blue reloads were fired and resulted in stomach bleeding. The customer reported that this occurred due to the staples not forming the expected b-formation. The procedure was reportedly completed as planned.